Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference (MFR) number 2916596-2021-07178. The investigation findings and codes will be reported in MFR 2916596-2021-07178.

Manufacturer narrative:
Patient information was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the motor spun to zero flow.